Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to device not functioning resulting in the full return of the patients incontinence in the beginning of 2020 and a punctured cuff. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. There was no harm at all for the patient following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of fluid leak and mechanical issue where confirmed through analysis. The patient complications of urinary incontinence could not be confirmed; however, the damage observed during analysis would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. Technical analysis: the cuff, pump, and balloon were returned for analysis to our post market quality assurance laboratory. Visual examination of the cuff identified a pinhole in the cuff shell, the pinhole observed is commonly occurs during the explant procedure. The pump and balloon were both visually inspected and functionally tested and there were no visual component damages and both performed within testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to device not functioning resulting in the full return of the patients incontinence in the beginning of 2020 and a punctured cuff. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. There was no harm at all for the patient following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to device not functioning resulting in the full return of the patients incontinence in the beginning of 2020. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. Upon explant, it was noted that the cuff was punctured.